Event description:
Customer reported the system is displaying error codes, generator error and pre charge error during subtraction mode. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the monoblock and battery packs. Unit is fully functional and operating as intended.